Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgery on (B)(6) 2022, it was observed that as soon as the reservoir was refilled using the inflow tubing fms vue device, it filled completely without stopping. According to the reporter, there might have been a leak somewhere in the tubes or conjunction. The procedure was completed with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device was received and evaluated. Upon visual inspection of the pressure sensor coupler, it could be observed that it is in good condition. The functional test was performed, the device worked as intended, the reservoir did not overfilled. A manufacturing record evaluation was performed for the finished device 7528 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint cannot be confirmed. A possible root cause can be attributed to the procedural variables, such handling of the device or product interaction during the set up and preparation of the pump; when the tubing was connected into pump's pressure sensor, the pump's connector lock pin was not firmly pushed with the tubing, therefore, the connector did not closed and the pressure sensor did not detect the fluid level, overfilling the expansion chamber, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.